Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, there were no alarms in the alarm history. There was no activity relating to the pi in the black box. There were no alarms occurring during testing. There was no activity performed during testing was accurately recorded in the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was noted that during troubleshooting, the alarm history showed (B)(6) 2007. The reported stated that the patient changed the battery on the pump and her time and date were held but the alarm history did not show that. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.